Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma since 2019 and episodes of respiratory failure. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the asthma since 2019 and episodes of respiratory failure. An issue related to a CPAP device's. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dark contaminant on the bottom enclosure, front panel, and back panel. Keratin-like contaminant was observed on the blower box, addresses the issue of keratin. Dust-like contaminant was observed on the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.